Event description:
Medtronic received information that a bioprosthetic mitral heart valve was explanted due to regurgitation, with observations of suspected tears or perforations on the right and left coronary cusps. Another manufacturer's valve was implanted, with no reported adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the valve was slightly distorted, and part of the sewing ring appeared to have been removed during explant. All leaflets were slightly stiff but flexible, except where host tissue extended on the inflow and outflow. The left and right cusps pushed into the non-coronary cusp, resulting in leaflet crowding on the outflow. A large tear in the right cusp along the left right commissure may have been associated with restricted leaflet movement due to host tissue overgrowth, but also may have been initiated with a puncture in the left cusp. The puncture observed in the lunula of the left cusp adjacent to the left right commissure appeared to be associated with a sharp object, such as a forceps. Brown discoloration in the tissue behind the commissure suggests prior hemorrhage or blood accumulation. Moderate tears on the tunica of all cusps and inferior coaptive areas appeared to be associated with the removal of host tissue during explant. The right non-coronary and non-coronary left commissures were intact. A large tear was noted in the left right commissure. Remnants of glistening off-white pannus remained attached to the sewing ring on the inflow adjacent to the non-coronary and left cusps to tissue and base stitching. Traces of pannus were observed on the tunica of all cusps and inferior coaptive areas. Pannus remained attached to the outflow rail adjacent to all cusps, to the outflow margin of attachment of the left and right cusps, extending to/and partially covering the left right commissural area, showing possible restricted leaflet movement. Pannus partially covered the non-coronary left stent post, extending slightly onto the commissural area. An unknown amount of pannus appeared to have been removed on the inflow and outflow. Radiography showed no evidence of mineralization in the valve and/or host tissue. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A conclusive cause as to when the punctures were initiated could not be determined. Based on the analysis, the regurgitation and tears were most likely caused by pannus overgrowth. Although a conclusive cause of the pannus could not be determined, this is a known failure mode for bioprosthetic heart valves and is generally considered a patient-related condition.

Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. (B)(4).